Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive field service engineer followed up with the site and was advised that the issue was resolved with intuitive tech support. No site visit was conducted. The system was working properly, and no additional action was required. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a simple prostatectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions, and the instrument arm 2 spun slowly. Poor camera and instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure that the camera in arm 3, and the instrument in arm 2, were slowly rolling to the right. Prior to the call, the customer replaced the endoscope, and redocked the instrument, with no change. The technical support engineer (tse) asked if the surgeon was removing their hands from the master tool manipulators (mtms) while their head was in the high-resolution stereo viewer (hrsv). The surgeon stated no. The tse suggested pressing the emergency stop (e-stop) and recovering the fault. The surgeon did not want to troubleshoot at the time. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.